Event description:
This lead was implanted on (B)(6) 2013 and is still in active implant. This lead was repositioned due to sensing that had diminished to 2mv range. The physician was dr. (B)(6) at (B)(6) health care system in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).